Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and sample analysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of the head identified dark debris on the taper surface. Scratches were observed on the spherical surface and dings were observed on the the flat bottom surface. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem's taper. The taper surface exhibited circumferential bands of deposits with evidence of light surface pitting. Possible axial wear or corrosion marks were observed. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, p, and s. Cocrmo substrate material showing elevated levels of cr, mo, and o in the dark imaging deposit areas, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: item #: unknown unknown stem lot #: unknown, 00630505636 liner standard 3.5 mm offset 36 mm i.d unknown lot, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04621 stem.

Event description:
It was reported the patient underwent a left hip replacement and subsequently the patient has been revised thirteen years later due to metallosis and elevated ion levels. It was noted there was corrosion on the trunnion of the stem and inside the femoral head. Attempts were made to obtain additional information; however, none was available.